Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded lcd board. Analysis was unable to verify for button error alarm due to unresponsive keypad. The insulin pump had cracked display window corner, scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 179 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.